Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the disposable mixing bowl and spatula kit, part number 00504901101 and lot number 63316641, review noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) medical center that a disposable mixing bowl and spatula kit had black substances in the mixing bowl. On (B)(6) 2017, a returned product investigation was performed on the disposable mixing bowl and spatula kit. The physical evaluation revealed that the returned mixing bowl had a black substances in it. The results of the returned product investigation, however, cannot confirm the reported event because it is unknown where the black substances came from since the packaging was already opened by the account. The specs were out of zimmer biomet¿s acceptance criteria, however. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformance's were found during the qa inspection process for this lot of (B)(4) units. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits, environmentally controlled and clean room gowning procedure used at zimmer dover. While the returned product investigation did reveal that black substances were inside the mixing bowl of the disposable mixing bowl and spatula kit, it is unknown where the black substances came from because the packaging was already opened by the account. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon found some black color substance in the mixing bowl, when monomer of cobalt bone cement was put to mixing bowl. The surgery was finished with an alternative product. Additional information received clarified that the event took place during surgery but there was no patient harm and no delay. No adverse events have been reported as a result of this malfunction.